Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided noting large and diffuse periprosthetic lucency noted surrounding the femoral component. This can be seen both with loosening and infection but is likely related to aseptic loosening. Overall bone quality appears normal. Signs of loosening are confirmed however loosening has not been confirmed. Visual examination of the returned femoral component found remains of bone cement and light scratches, nicks and wear marks. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4, d1, d2, d4, d7, d11, g4, g5, g7, h2, h4, h10. D11 - vanguard cruciate retaining tibial bearing 10mm x 71/75mm catalog #: 183440 lot #: 977530, biomet fixed cruciate tibial plate 75mm catalog #: 141234 lot #: j6195459.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial component, catalog #: ni, lot #: ni. Unknown vanguard tibial bearing, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). At this time the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is scheduled to undergo a knee arthroplasty revision to address aseptic loosening of the femoral component approximately nine (9) months post-operatively. Attempts have been made and no additional information is available at this time.